Event description:
The customer reported false repeat reactive architect hiv ag/ab combo results on one patient. The customer provided the following data (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sid (B)(6) ran on (B)(6) 2022 result = 97.15 repeated in duplicate after centrifuging 106.2/102.15 s/co. Sid (B)(6) same patient(aliquot tube sent from another lab) ran again on (B)(6) 2022 result = 0.08 s/co. Additional data: the customer reported a rapid test result for sample ID (B)(6) reactive, consistent with the architect result. The customer also ran sid (B)(6) on a architect i2000 instrument result = 128.49 (reactive), consistent with the results on the i1000 instrument (B)(4). No impact to patient management was reported.

Manufacturer narrative:
Complete information from patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed troubleshooting, however, was unable to determine a single definitive part as the likely cause of the result issue. The arc i1000sr intgr (01l86-40) serial number (B)(6) was considered to be the likely cause. Sample integrity could not be ruled out as a possible likely cause. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6).there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module for serial i1sr60212 was identified.

Event description:
The customer reported false repeat reactive architect hiv ag/ab combo results on two patients. The customer provided the following data (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sid (B)(6) ran on (B)(6) 2022. Result = 97.15 repeated in duplicate after centrifuging 106.2/102.15 s/co. Sid (B)(6) same patient ran again on (B)(6) 2022. Result = 0.08 s/co.additional data provided on 19dec2022: no sid initial result from (B)(6) 2022 = 23.72 repeat results = 24.37 and 23.06. Rapid test on patient = reactive. External laboratory result(method unknown) = nonreactive no impact to patient management was reported.